Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was at 50 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with food. Customer's current blood glucose value was unknown and the blood glucose was 61 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at 9:30-10am. The blood glucose value when admitted to hospital was 61 mg/dl. The customer complained about endo and request to replace pump. The customer cause of hospitalization per healthcare professional's was unknown. Customer was not wearing the pump at time of hospitalization and stated that prior to hospitalization the customer was off the pump for less than 48 hours. Customer was explained about the 2 low blood glucose rule. The product was not returned for analysis.